Event description:
It was reported that after pausing ilet for a shower, the user could not reconnect the dexcom g7 sensor to the ilet and had removed the expiring sensor; the user was then guided to start a new sensor and proceeded to the warm-up period, consistent with incorrect pairing or procedure and not related to a specific device part. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.